Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with blood glucose dropping to approximately 55 mg/dl at its lowest and remaining out of range for about 90 minutes before correction with oral rapid-acting carbohydrates; the ilet provided a low glucose alert. Symptoms included difficulty comprehending during the episode and no other reported symptoms. Outcomes included recovery to a normal glucose level of 121 mg/dl without outside assistance or medical intervention. Investigation included complaint intake, user follow-up, and troubleshooting and education regarding treatment of low glucose with fast-acting carbohydrates. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.